Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.

Event description:
The customer reported that two magellan safety hypodermic needles had its hub broken off. The customer is not sure if the product arrived with a broken hub or if it was broken when added to a syringe. Both affected needles were from the same lot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.